Event description:
The customer reported that during use of the device on a pt, there was no co2 waveform or co2 numeric displayed on the device. The involved pt was "doa".

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.